Event description:
It was reported that patient underwent knee procedure on (B)(6) 2011. Subsequently, the patient complained of a rotational issue and the surgeon suspected that a custom implant had rotated. During a exploratory follow-up procedure on (B)(6) 2012, the surgeon found that the tapers of the implants were engaged, and there was no evidence that they had disengaged. The surgeon elected to disengage the taper, change the rotation of the taper junction, and then re-engage the junction in order to improve range of motion in the knee. No components were removed or replaced during the procedure.

Manufacturer narrative:
Device remains implanted. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.